Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There was no unexpected no delivery alarms. The insulin pump was received with cracked case on all corners of the display window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads and scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir window was cracked and the top part of the battery compartment had chipped off. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer received the no delivery alarm during basal delivery. Customer was able to resolve the no delivery alarm issue with a complete set change but advised this was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.